Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for revision of primary. The patient stated she had a right tha done (B)(6) 2007. Patient started to experience pain approx in 2011. In (B)(6) 2020 patient had an MRI and blood work done which showed she had high cobalt levels and MRI showed large pseudotumors. The patient was revised on (B)(6) 2020. After revision the patient experienced a large hematoma on her right hip. The patient stated the hematoma was drained three times but it keeps coming back. The patient is scheduled for surgery on (B)(6) 2021 to remove the hematoma, any present metals and put a drain for about 5 days. Patient is seeking compensation.